Event description:
Physician reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6(b),h4, h6.

Event description:
Physician reported left side rupture. Device was explanted and replaced.

Event description:
Physician reported, left side rupture. Device was explanted and replaced.